Event description:
It was reported that a technician attempted arteriotomy closure of a mildly calcified common femoral artery using a proglide device after a common iliac stenting procedure. Reportedly, when the plunger and needles were retracted from the device body, there was no suture present. The device was removed, and another proglide was attempted with the same result. The device was also removed and hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the whole suture was returned undamaged and partially exposed. The knot was unraveled, the posterior needle was undisturbed. The link and both cuffs were not returned with the device. The returned condition substantiated the reported experience. Inspection of the returned device revealed that a posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior needle. The posterior needle tip was released from the shank but did not engage with the posterior cuff and remained undisturbed. This is consistent with the posterior needle being deflected away from the posterior foot during needle deployment instead of engaged with the posterior cuff inside the posterior foot pocket, as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. However, the posterior cuff was pulled out of the pocket during the plunger removal. When the plunger was removed from the device, the link was held on one end by the posterior cuff while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior needle barb. The posterior cuff miss and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel. Contributing factors for needle deflection that resulted in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment include, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment technique. The needle trajectory of every device is verified twice during manufacturing. Also, during lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported mild calcification in the artery could have contributed to needle deflection during deployment. The device instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. No user technique information was provided. There was no definitive evidence in the evaluation of the device to suggest that the observed needle deflection could have been caused by user technique. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the most likely cause for the posterior cuff miss that subsequently resulted in an anterior cuff-to-needle tip detachment and failure to retrieve the suture is related to the operational context in which the device was used. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot product quality deficiency.